Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on previous reports related to the e433 error, a deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. In this case, error e433 was most likely caused by a defective generator board. Additionally, the damage to the front panel is a known issue and has been determined to be from the use of cleaning agents and / or disinfectants occurs in the field. The design change for the front panel has been implemented since august 20, 2019. As stated on the instructions for use and as a preventive measure: the customer is essentially required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. A suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from customer for MDR# 9610773-2020-00285. As part of the investigation, olympus followed up with the customer to obtain additional information. The customer further reported the e433 error occurred in the middle of a therapeutic prostatectomy. It was n/a if the error code occurred prior to the unit rebooting. The generator settings were at 1 cut/3 seal. The error was noted while they were cutting and sealing with a thunderbeat handpiece. There was an alarm tone noted. The usual inspection for use was performed and no abnormalities were noted. The connection between the cord and equipment was secure, an error code did appear on the hand piece but no issue was noted. No patient injury occurred and no patient information or pre-existing conditions was available. No unintended tissue was burned, the patient did not require medical or surgical intervention. The procedure was completed and the patient's condition was reported as good. The investigation is ongoing; however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The initial reporter did not note any patient impact or harm during this event. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was determined that the error code experienced by the customer was due to a faulty generator board. Further device documentation investigation will be performed; however, the device is question was repaired and returned to the customer on (B)(6) 2020.

Event description:
As reported, the hf generator displayed error code e433.